Event description:
It was reported that the ipg was nearing end of life. It is unknown if this occurred prematurely. As a result, the ipg was replaced via surgical intervention on oct 1, 2024. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.